Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the analyzer had noise on sensing. The analyzer passing incoming testing.

Event description:
It was reported that the analyzer had noise on sensing. The analyzer was returned for service. There was no patient involvement.